Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and then inserted the was. While positioning the was in the laa of the patient, the patient became hypotensive, and a pericardial effusion was discovered. The physician continued with the procedure and successfully implanted the closure device in the laa of the patient. All devices were removed from the patient and then the physician performed a pericardiocentesis. Fluid was removed from the pericardial space and then returned to the patient. Protamine was given and the patient was extubated before moving to recovery. There were no other complications that were reported, and the patient is expected to make a full recovery from this event. It was further reported that the patient experienced a pericardial effusion with cardiac tamponade.

Manufacturer narrative:
B5 updated. D4 unique identifier (UDI) #: updated. H6 patient codes: e0605 cardiac tamponade code added.

Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and then inserted the was. While positioning the was in the laa of the patient, the patient became hypotensive, and a pericardial effusion was discovered. The physician continued with the procedure and successfully implanted the closure device in the laa of the patient. All devices were removed from the patient and then the physician performed a pericardiocentesis. Fluid was removed from the pericardial space and then returned to the patient. Protamine was given and the patient was extubated before moving to recovery. There were no other complications that were reported, and the patient is expected to make a full recovery from this event.